Event description:
Consumer alleged that the commode cracked on the seat. The reporter of the event was contacted for additional information. It was learned that this unit has since been replaced without further incident. No injury.

Manufacturer narrative:
No RMA has been initiated for this issue. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter would not provide the consumers age, height and weight. The consumers medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.